Event description:
The customer reported an unknown amount of clear fluid had leaked from the probe of the lh 500 hematology analyzer. The customer indicated that the leak was not contained within the instrument but the customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a leak at the probe during the probe wash cycle as a result of a cut tubing at pinch valve pv42. The fse proceeded to replace the tubing to resolve the leak and repair was verified per established procedures. Failure mode of the leak is attributed to a cut tubing at pinch valve pv42. (B)(4).